Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient inappropriately treated) has been confirmed. As received, the electrode belt was not properly detecting a rhythm. Upon evaluation, the cable grommet connecting ECG electrodes c and d was pulled from the distribution node (dn). The contributing factor to the false detection is noise and artifact on both channels. The patient, however, did not press the response buttons. The cause of the noise and artifact is the damaged cable and internal wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.

Event description:
A territory manager (tm) contacted zoll customer support to report that a (B)(6) male patient had been treated. Upon review of the events, the patient had been inappropriately treated twice. The patient was issued a replacement electrode belt.